Event description:
It was reported to gore that approximately 6 months ago a fully covered wallflex stent was placed for suspected benign biliary stricture. The wallflex stent had reportedly migrated proximally in the cbd and became embedded in tissue. A gore® viabil® biliary endoprosthesis was placed inside the wallflex stent in (B)(6) 2015 with the goal to remove the embedded wallflex stent thus avoiding a surgical procedure for the patient. Three weeks post implant of the gore® viabil® biliary endoprosthesis, multiple attempts of remove both stents in tandem failed. The viabil® biliary endoprosthesis fractured during the attempts to remove both stents. The physician did not feel that it was worth additional attempts to remove the devices interventionally so referred the patient to surgery to have both stents (gore® viabil® biliary endoprosthesis and the wallflex stent) removed.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.